Event description:
Endurant and aneurx stent grafts were implanted for the endovascular treatment of 5.4 cm abdominal aortic aneurysm a 5.7 cm left common iliac artery aneurysm and a 3.7 cm right common iliac artery aneurysm. It was reported that on the same day of the implant, the left limb occluded for an unknown reason and the physician did a fem-fem bypass. It was also reported that the flared limb on the rcia migrated proximally due to disease progression and did not achieve a seal over time resulting in a distal type I endoleak on that side which resulted in pressurized flow to the abdominal aneurysm and the right common iliac artery aneurysm which currently measures 5.4x5.0 cm. The physician stated that the patient did not return for any follow up exams from the date of the original implant. The plan was to place a 2814102 endurant aui stent graft to the level of the right renal artery and then extend to the right external iliac subsequent to coil embolization of the right hypogastric artery. During the procedure the physician was unable to cannulate the right hypogastric artery to coil; therefore the aui was placed and extended to the right external iliac artery with a 1610199 endurant limb. The original device also had a kink in the distal aorta so after placing the aui and extension limb, the physician placed a 9x38x80 stent from another manufacturer in the kinked segment and post dilated the stent with a 10x40x80 balloon. The kink was due to the stent graft floating in the aneurysm sac with no distal apposition. The rcia aneurysm was filled with coils to prevent any retrograde flow from the right hypogastric artery. On final angio, the physician noticed a dissection in the distal right external iliac artery and stented with another manufacturer¿s 8x40x80 stent and post dilated with a 7x40x80 balloon. The physician confirmed the dissection was not caused by any of the devices. There was some calcium present and the physician feels possibly the dissection was already there or caused by the pta ballooning in this segment. Final result was successful with exclusion of the abdominal aneurysm and the right common iliac artery aneurysm with good result from the final angio. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).